Event description:
Treatment of a-comm aneurysm with balloon. Very tortuous vessel with spasms. After having pushed the catheter forwards and pulling it back in order to place the balloon, it was seen that the distal marker of the catheter has detached. No patient injury reported.